Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter would not flush appropriately. It was reported by the caller that the catheter would not flush appropriately. The caller noted that the fluid would not disperse from the catheter in the appropriate manner. The catheter was exchanged and the issue resolved. The case continued. There was no patient consequence. It was discovered when the physician attempted to flush the catheter after it had been out of the body. Physician attempted to flush the catheter with a large piston syringe with no success. We also attempted to use the pump also with no success. At that point we exchanged for a new catheter. No errors noted. No ablation was performed at that point. Only mapping. No errors were noted from the ngen irrigation pump.

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the catheter would not flush appropriately. It was reported by the caller that the catheter would not flush appropriately. The caller noted that the fluid would not disperse from the catheter in the appropriate manner. The catheter was exchanged and the issue resolved. The case continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. A patency test was performed, and irrigation could not be performed, therefore, the device was dissected, and a blockage of reddish material was observed inside the irrigation tube, the root cause of the irrigation issue reported by the customer could be related to this failure. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the irrigation issue could be related to the blockage found during this investigation. The instructions for use advise to: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).